Event description:
It was reported that the image was blurry and there was a noise that sound like static on the system. No pt injury was reported.

Manufacturer narrative:
Eval results pending analysis of the product.